Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they requested assistance with connecting to ins and adjusting therapy settings. Patient reported they were put on a water pill and a blood pressure pill and noticed they didn't have time to get to the bathroom and sometimes couldn't empty their bladder. Patient stated that when they couldn't initially empty their bladder, they had to go to the bathroom a little bit later and sometimes couldn't get there in time. Agent walked patient through successfully connecting to ins and how to adjust their settings until stimulation was felt comfortably at the bicycle seat area. Patient would maintain stimulation level and would continue to track symptoms.